Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery, (B)(4), was not returned for evaluation. Log file analysis revealed that the controller, (B)(4), in use during the reported event did not contain the smr software. Log file analysis revealed that the battery had an abnormally high cycle count. This observation is indicative of a communication error causing the battery to spuriously overwrite the cycle count. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. CAPA (B)(4) investigated communication errors. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log file review revealed that the battery had an abnormal cycle count. The battery remains in use. No patient complications were reported as a result of the event.